Manufacturer narrative:
It was reported difficult is difficult to draw and flush in pediatric ER. Received from the customer is one used extension set model 20039e lot 20065857. The sets were visually inspected for kinks, holes/tears in the tubing or damages to the components. No anomalies were observed on the sets during initial visual inspection. Functional testing was performed by using a lab syringe and attaching it to the smartsite port on the set allowing fluid to flow through the whole set by flush. Flushing the smartsite port (p/n 620-00180) was met with an occlusion. Bd manufacturing is aware of smartsite occlusion issues and is currently investigating the root cause under CAPA 1998036. A device history record for model 20039e with lot number 20065857 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 11jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The customer¿s report of difficult to draw and flush was confirmed to be an occlusion. The root cause of the occlusion could not be determined. See h10

Event description:
It was reported that the smallbore 6 inch ext vlv was clogged/blocked/occluded. The following information was provided by the initial reporter: it was stated to me that they run into issues with draw and flush through this and have pulled many IV¿s due to thinking the IV was bad but actually they can¿t draw blood or flush through this product. While placing an IV in a patient in the ped, the t connector or extension would not flush or draw blood. Device was removed and another device was used to draw blood. No harm came to the patient. Device was saved with packaging to investigate if lot is faulty.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smallbore 6 inch ext vlv was clogged/blocked/occluded. The following information was provided by the initial reporter: it was stated to me that they run into issues with draw and flush through this and have pulled many IV¿s due to thinking the IV was bad but actually they can¿t draw blood or flush through this product. While placing an IV in a patient in the ped, the t connector or extension would not flush or draw blood. Device was removed and another device was used to draw blood. No harm came to the patient. Device was saved with packaging to investigate if lot is faulty.